Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, it was observed that the blade on the vasoview 7 xb was bent and it was deemed unusable. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the blade was bent. Add'l eval is required. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).